Manufacturer narrative:
Additional information: the customer noted they have been troubleshooting and stopped using ultrasonic cleaners; they purchased sterile standalone products; and reviewed cleaning protocols with the staff. After reviewing the potential causes the product that they suspect the angled irrigation/aspiration (I/a) tip. In follow up with the customer they reported the following: "we replaced all of our I/a tips thinking this was our issue. Apparently the problem lies elsewhere. At this time we are speculating that it could be our I/a or phaco hand pieces. We have labeled all of our instrument trays to track which instruments are used on each patient." The customer returned a completed questionnaire for this event. The patient was a (B)(6) female with surgery on the left eye (os) on (B)(6) 2016. The toxic anterior segment syndrome (tass) was noted on the first day post-operative. The outcome of the event was noted as resolved with treatment. The patient was not hospitalized. The medications and therapies in use at the time of the event was noted as unknown. There was no unplanned surgical intervention. It was unknown if there was unplanned medical intervention required to treat the event. In the surgeon¿s opinion, it us known if the device caused or contributed to the event. The patient had a cataract in the right eye (od) with phaco completed and an intraocular lens (iol) implanted. The patients pre-existing medical history includes seasonal allergies, hypertension, elevated cholesterol, thyroid disease, diabetes, arthritis, and breast/ovarian cancer. No retrobulbar block was performed. Intracameral lidocaine was used. Lidocaine gel was used. A betadine prep was used before surgery. It is unknown if any preoperative antibiotic drops or medications were used. The incision was a clear corneal limbal and temporal cut at 2.4mm. There was a side-port incision as well. The wound integrity was noted as intact with negative seidel. The ophthalmic viscoelastic device (ovd) was removed during I/a. The irrigating solution used was balanced salt solution (bss), with 0.3 ml epinephrine added. No reusable tubing was used. No sutures were required. The duration of the surgery was sixteen (16) minutes. This was the first case of the day. The instruments are sterilized at 272 degrees, 30 psi, for four (4) minutes and one (1) minute dry time. The cycle is a pre-vac unwrapped cycle. Preventive maintenance on the sterilizer was performed on (B)(6) 2016 and checked again on (B)(6) 2016. The water supply in instrument processing is distilled water. An ultrasonic cleaner is used for all instruments except the phacoemulsification and I/a handpieces. The ultrasonic cleaner solution used is distilled water. The ultrasonic cleaner is maintained by cleaning with alcohol and drying it completely. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. No washer sterilizer, enzymatic cleaners, or detergents are used. The phaco and I/a tips and sleeves are removed before sterilizing. The reusable cannulas, phacoemulsification, I/a, and intraocular lens (iol) handpieces are irrigated after use in surgery, during cleaning, and prior to sterilization with 120 ml of water. The instruments are cleaned immediately. No single use products are reused. The handpiece and system have been used since the event. It is unknown when the event occurred. No single use device was reprocessed and reused on the patient. The phaco handpiece was not returned for evaluation. No phaco handpiece serial number was identified; therefore, a serial number history review could not be conducted. The customer completed an internal investigation and implemented infection control procedures including: discarded all drop bottles and started with brand new bottles. No cell phones in any patient care areas, including the or. No jewelry which includes: watches, rings, necklaces and dangling earrings (small studs are ok). No food in any patient care areas ¿ this includes nurse¿s station and the hallway by the locker rooms and drink cart. All drinks must be covered with a lid. No personal clothing allowed to show outside of your provided scrubs. If you are wearing a long sleeve shirt, you must wear a jacket over it at all times. No personal clothing to be kept in the walker scrub lockers. Make sure hair is contained fully in scrub hat. Betadine prep ¿ reminder of proper betadine prepping in the or sterile water ¿ only use one bottle per case! This is the only way that we can ensure that we are truly using sterile water. Do not hold or door open while talking to or staff. Do not go in a room that is set up unless absolutely necessary. This impacts the air flow and sterilization of the or¿s. Discontinued use of oxyvir wipes in soiled instrument containers and started the use of alcohol. The customer is now using new soiled instrument containers to transport the instruments, since the old containers were in question due to using oxyvir wipes to clean the containers. The customer has discontinued the use of our ultrasonic cleaner, went to disposable knives/blades and cannula¿s, super cleaned all instruments with alcohol and water, used compressed air and re-sterilized everything. The customer asked the company sales representative about disposable I/a hand pieces and tips. The customer contacted another surgeon and filled out a survey on their website to assist in troubleshooting the potential cause of the events. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document.¿ no samples have been returned for evaluation for the report of tass. Therefore, the condition of the products could not be verified. No consumable lot or serial number¿s number were identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. With no additional, related information provided, the customers reported event was not able to be confirmed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a (B)(6) ld female patient experienced toxic anterior segment syndrome (tass). This was noted at the patient's post operative exam. This was the first case of the day. The patient's symptoms have resolved. This report is for one of the 14 patients reported with tass from this facility.